Event description:
It was reported that the patient had visited the emergency room (ER) with diabetic ketoacidosis (dka) in (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms including vomiting, weakness, and feeling very sick. It was also reported that the infusion site (hip/buttocks) was irritated and painful. The patient was diagnosed with hyperglycemia and type 1 diabetes with ketoacidosis (mild, without coma). The patient received intravenous (IV) insulin and IV fluids (saline). The patient was discharged on the same day. The pod was removed prior to the ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp4a.260205.002. Hardware: pixel 9 pro. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.